Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 24g×1 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while administering the medicine there is a leakage in syringe barrel.

Manufacturer narrative:
H6: investigation summary no samples and two photograph were received for the reported issue of ¿barrel crack¿ with lot number 3076993 regarding item # 300847. The investigating team has used the retention samples of lot # 3076993 product # 300847 for investigating the reported defect. The investigation and simulation were carried out on retention samples & no crack barrel was found in the retention samples. Based on the photographs, defect is confirmed.

Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 24g×1 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while administering the medicine there is a leakage in syringe barrel